Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, before the first staple, the stapler's black handle was impossible to press and fire then it break off although the surgeon was able to press the green button. The surgeon took another stapler to complete the case. There was no patient injury.